Event description:
It was reported via a legal notification, that patient, underwent initial bilateral knee replacement surgery on (B)(6) 2008 and was implanted with a optetrak device. Specifically, plaintiff was implanted with a optetrak posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a optetrak tibial tray, and a optetrak posterior stabilized femoral component. Following the surgery, plaintiff began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Plaintiff has not yet undergone a revision surgery of her right knee as of today. Plaintiff continues to experience pain and discomfort on a daily basis in both of her knees which limits her daily activities and quality of life. No device return anticipated due to this being a legal case.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer please note the concomitants listed below are for the left and the right knee.  It was not possible to determine which products have been implanted specifically in the left or right knee based on the information received for this patient. Refer to 1038671-2023-00169 for left knee. Concomitants: 0999305, 200-03-35 - one peg patella 35mm. 1055246, 200-03-35 - one peg patella 35mm. 1070663, 200-04-33 - cemented finned tib. Tra sz 3f/3t. 1131262, 200-04-33 - cemented finned tib. Tra sz 3f/3t. 1092784, 234-02-03 - optetrak asy,ps cemented femoral, sz 3. 1123069, 234-03-03 - optetrak asy,ps cemented femoral, sz 3. 1098144, 204-23-11 - ps tibial inserts sz 3, 11mm. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 0882761, 204-23-11 - ps tibial inserts sz 3, 11mm. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information - a2, a3, b6, b7, d4. Sn and expiration date, h6 health effect - impact code to chronic disease for pain, the patient was not revised. Devices used for this surgery were confirmed and updated. D10. 0999305; 200-03-35 - one peg patella 35mm. 1123069; 234-03-03 - optetrak asy,ps cemented femoral, sz 3. 1131262; 200-04-33 - cemented finned tib. Tra sz 3f/3t. H6. Investigation-based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. H6 health effect - impact code the patient was not revised.